Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: introducer and sheath was used according to IFU, depth was measured. There was a very strong resistance when attempting to introduce the device through the valve in the introducer. The bypass tube "bounced" back and was not getting through. They tried another device with the same lot number and had the same problem. They changed to a 18 fr and that worked fine. No patient harm was reported. Associated to: MDR 3010252479-2022-00110.

Manufacturer narrative:
Two 14f ce manta closures, two 14f sheaths, two 14f introducers, and one 14f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. Both manta closure units did not exhibit an engaged lever. One manta closure unit was locked into the manta sheath hub; and the anchor was observed to be pushed out of the lumen. Additionally, the sheath lumen and lumen at distal end were damaged/kinked. The other manta closure unit was not locked into the sheath hub and was functionally tested. No resistance was observed in advancing the bypass tube via the sheath. No damages were observed on the button valve. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure in the common femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would bounce back out and would not stay in the sheath hub. No buckling or bending of the bypass tube was encountered when met with resistance. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Associated to: MDR fu-3010252479-2022-00110 manta